Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.

Event description:
The patient reports that post implant a realize gastric band, the band was removed due to band erosion. The band had been filled three times. The first fill was 3 ½ cc. According to the patient, there was a little discomfort so 1/2 cc was removed. She had two additional fills several months later. The exact dates and amounts are unknown. At the last fill, she was told they that she was at maximum fill at 5cc. When told realize maximum fill was more than 5cc, she insisted that she had a realize band. The patient reports having a colonoscopy and endoscopy on (B)(6) 2011. Band erosion was detected from the endoscopy. They were told the band was inside the stomach. The band was explant and per the patient, the surgeon stated there was no infection. The patient is doing fine.